Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in a coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.   Device evaluated by MFR: promus element, mr, ous 3.50x16mm stent delivery system was returned for analysis. The stent was detached and was not returned for analysis. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared folded. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.